Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Corrected data: (B)(6) 2020 through follow up, additional information was received clarifying there were no anterior deposits on the lens and iol was explanted due to complaints of being dissatisfied with vision at one week post op and continuing visits. There was no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. Patient outcome post lens exchange was reported as seeing much better and patient is happy with vision. The following patient codes were updated based on the information received through follow-up: 1506 was updated to 3191 as account confirmed there were no anterior deposits on the lens and the lens was explanted due to being dissatisfied with vision at one week post op and continuing visits. Note: it was inadvertently missed in the initial report that the device was manufactured at the kulim site which has been closed. Additional information was received, and the following fields were updated accordingly: section b-3: date of event: information was updated from unknown to (B)(6) 2019. Section d-10: device available for evaluation: yes . Section d-10: returned to manufacturer on: 5/18/2020. Section h-3 device returned to manufacturer: yes. Section h-6: patient code 3191 ¿ dissatisfied with vision. Device evaluation: the complaint lens was received inside a specimen cup containing an unknown solution. Additional documentation was received as well. Visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. To better understand the complaint, one half of the lens was cleaned and visually inspected again under 12x magnification with the microscope, and viewed at 35x magnification under a microscope camera, but no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2019. (B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). The iol was explanted due to complaints of anterior deposits on lens and was replaced with the same model lens with a different diopter. There was no incision enlargement. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided.